Event description:
The issue occurred in an ambulift, a lifter for assisted transfer and bathing and it was reported from the customer: "on helping one of the clients, she sat forward and one of the belts came undone, she slipped from the seat back into the water, she was taken to hosp and diagnosed with a fractured shoulder." (B)(4).